Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient needing an impella 5.5 device for mechanical circulatory support due to cardiomyopathy. It was reported that the impella 5.5 was explanted due to the inability to be repositioned after an impella in aorta alarm occurred. Patient was stable after removal.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The cause of the positioning issue most likely was patient movement related while he stood up, coughed aggressively and got ¿impella in aorta¿ alarm which was unable to reposition. Added h6 impact code 4628 corrections to the initial MFR report: g1 MDR reporting contact email.